Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient had their ipg explanted and replaced due to end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.